Manufacturer narrative:
The reported event has been confirmed, with the surgeon providing images that clearly show the dislocation of the left mandibular component and the presence of bilateral heterotopic bone ossification. Additionally, the surgeon has requested the manufacturing of a new left mandibular component under ID# 2311231002. A new CT scan revealed lateral dislocation of the left mandibular component due to failed fixation and misplacement. Based on the investigation, there is no indication of an incorrectly working product or any design, material, or manufacturing-related issue.

Event description:
It was reported there will be a revision surgery to revise the left tmj devices due to dislocation.

Event description:
It was reported there will be a revision surgery to revise the left tmj devices due to dislocation.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.